Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced low glucose overnight and high glucose with a highest blood glucose recorded at 259 mg/dl during the day, with a documented nadir of low blood glucose of 53 mg/dl lasting about an hour; the patient treated with orange juice and received device low and urgent low alerts, and no external medical assistance was required. Investigation of this case revealed no device problem found, while a usage issue was identified involving user interaction with the interface and an improper or incorrect procedure or method. No clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.